Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported uponon review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent placement of another antibiotic spacer cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.. Concomitant device: tibial insert (cn: 204-14-13, sn: (B)(6) no information provided in the following section(s): a4, a5, b6 the following section(s) have additional info: g4, g7, h1, h2, h3, and h7.

Manufacturer narrative:
Concomitant device: tibial insert (cn: 204-14-13, sn: (B)(4)).

Event description:
As previously reported, a male, (B)(6), received a tka in the past. The patient returned with an infection and it was decided that a two-stage revision should occur. The first stage of this case involved removing the old prosthesis and implanting a new tibia and femur as a spacer with antibiotics added to the cement. Patient was last known to be in stable condition following the event. Devices not returned due to facility policy. As reported the patient returned to the office 6 weeks after the antibiotic spacer was inserted and the second stage was planned. (Current event, (B)(6) 2020) two days after the 6 weeks check, the patient had a fever, a wash out was done, and second spacer was implanted. Since the infection returned, it was decided to use the interspace antibiotic spacer. The surgeon wanted to use another femur/allpoly for this stage but decided to settle on the interspace antibiotic spacer. All went great and we are awaiting the second stage. The large interspace knee spacer was implanted perfectly. The knee was very stable and balanced awaiting the second stage of the revision. Device not returning. Patient was last known to be in stable condition following the event. Concomitant device: tibial insert (cn: 204-14-13, sn: (B)(4)).